Manufacturer narrative:
THIS PRODUCT INVESTIGATION IS STILL IN PROGRESS. THIS REPORT WILL BE UPDATED WHEN PRODUCT INVESTIGATION IS COMPLETE.

Event description:
IT WAS REPORTED THAT THE LEFT VENTRICULAR (LV) LEAD CONNECTED TO THIS CARDIAC RESYNCHRONIZATION THERAPY DEFIBRILLATOR (CRT-D) WAS SUSPECTED TO EXHIBIT LOSS OF CAPTURE (LOC). IT IS PLANNED TO FURTHER EVALUATE THE PATIENT. NO ADVERSE PATIENT EFFECTS WERE REPORTED. THIS DEVICE SYSTEM REMAINS IN SERVICE.

Event description:
It was reported that the left ventricular (LV) lead connected to this cardiac resynchronization therapy defibrillator (CRT-D) was suspected to exhibit loss of capture (LOC). It is planned to further evaluate the patient. No adverse patient effects were reported. This device system remains in service.

Manufacturer narrative:
Device Technical Analysis: This product has not been returned to Boston Scientific, and as a result, laboratory analysis could not be conducted. Device History Record Review: A review of the Device History Record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.Labeling Review: Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.Risk Assessment: A Risk Review was completed and confirmed that the event of Failure To Capture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.Investigation Conclusion: Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Cause Not Established.